Manufacturer narrative:
Correction: please retract the report 2017865-2019-15104. It was noted that the revision occurred during initial implant and thus should not be reportable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with elevated pacing thresholds on both right and left ventricular lead and phrenic nerve stimulation due to their left ventricular lead. It was noted that this was due to anatomy. Both leads were repositioned on (B)(6)2019. The issues were resolved and no patient consequences were reported. Related manufacturer reference number: 2017865-2019-15103.